Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxt300 symfony intraocular lens (iol) exchange maybe required due to unexpected post op results. Patient's post op results: uncorrected distance visual acuity (ucdva) 20/70; uncorrected near visual acuity (ucnva) j7; spherical equivalent (se) -.375; targeted -.33. No further information was provided.

Manufacturer narrative:
Additional information was received and it was learned that the lens was explanted on (B)(6) 2017 from a female patient and replaced with a pcb00 intraocular lens (iol). There was no incision enlargement or patient injury reported. Age/date of birth: (B)(6) 1947. Gender/sex: female. If explanted, give date: (B)(6) 2017. All pertinent information available to abbott medical optics has been submitted.